Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts with resetting the pump, and it was determined that the same malfunction code did not recur after the reset. The customer was advised that they may continue using the pump and to reach out again if any malfunction codes reappear, which the caller acknowledged.